Event description:
Boston scientific received information that the patient had episodes of asystole with unknown duration and was presented to the hospital with near syncope. The patient received inappropriate shock and the physician observed increased pacing impedance on right ventricular (rv) lead along with noise. No pocket manipulations or isometric testing was performed. The patient¿s device had been reprogrammed to doo. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.